Event description:
It was reported by service support that the jack had malfunctioned. No pt involvement or adverse consequences.

Manufacturer narrative:
MFR's investigation is ongoing and if add'l info is rec'd a f/u report may be submitted.